Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was sticking out and was very shallow in the pocket, causing pain to the patient. The patient underwent a pocket revision procedure wherein the ipg was buried deeper for a more comfortable location. The patient was doing well postoperatively and the device remains implanted and in use.